Event description:
Caller reported that pump quick bolus and wake button were difficult to press and required multiple presses to activate the pump screen. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller by instructing them on how to press the button correctly and suggested removing the pump from its case, which the caller agreed to do. Despite these efforts, the button remained difficult to press. As a resolution, technical support decided to replace the pump. The caller was instructed on how to put the pump into storage mode and agreed to return the problematic pump using a pre-paid label within 10 days. Additionally, it was advised that if the pump battery depleted before receiving replacement charging supplies, the customer should rely on backup therapy to ensure continuous insulin delivery.